Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient stated the circumstances that led to the longer charging was probably their fault, but they had not controller over their controller freezing. The patient noted that they were leaving their controller alone while it was flashing yellow. The implant taking longer to charge has been resolved. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: unknown product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) and a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient noticed in (B)(6) 2019 recharging the ins was taking her longer than it used to. Prior to then, she could go from 30% to 80% in less than half an hour and now it was taking up to 50 minutes. The patient normally recharged once a day. The patient also reported that once, the controller froze on its own and it went dark and blank and she reset it by removing and reinserting the battery pack and that the resolved the issue. The patient hooked up with the recharger, the controller was 100% and the ins was 50%, the green light was blinking and excellent recharge quality. During the call, the recharge level progressed from 50% to 60%. It was reviewed the equipment seemed to be working as expected. The patient noted that she recharged in bed or on the couch and maybe the equipment didn¿t get enough air circulation when she recharged in bed. The patient had reprogramming done in (B)(6) but used the same settings she did in (B)(6). The patient had not gained or lost weight and had not falls, medical tests or procedures. No further complications were reported.